Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a shuntogram stent graft placement of the upper arm, the hub of the delivery system allegedly broke. The device was removed from the sheath without issues and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one flair endovascular stent graft was returned. The device was visually evaluated and found to have a break in the outer catheter and the stent partially deployed. Therefore, the investigation will be confirmed for break and partial deployment. The definitive root cause for the identified issues could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a shuntogram stent graft placement of the upper arm, the hub of the delivery system allegedly broke. The device was removed from the sheath without issues and the procedure was completed with another device. There was no reported patient injury.